Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received an air detected in cassette message. There were air bubbles in the patient line. The contact stated that the patient had accidentally jostled the liberty cart and the patient line became cut in the middle. The patient abruptly pulled the line and it became tangled in a wheel. A few drops of solution had leaked onto the floor.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received an air detected in cassette message. There were air bubbles in the patient line. The contact stated that the patient had accidentally jostled the liberty cart and the patient line became cut in the middle. The patient abruptly pulled the line and it became tangled in a wheel. A few drops of solution had leaked onto the floor.